Event description:
Icp (intracranial pressure) reading showed an e01 error reading once inserted, but the drainage portion worked normally. According to the directions for use, this type of code can appear after catheter placement, when there is damage to the sensor located at the catheter tip.

Manufacturer narrative:
To date, the device in the reported incident has not been received for evaluation. An investigation has been initiated, based on the reported information.